Event description:
It was reported that a patient underwent an unknown procedure within the last 3 months and suture was used. The patient experienced a dehiscence. The suture loses its stability after a short time. After removal of the skin sutures, the subcutaneous suture becomes unstable. The dehiscence occured in the back of the head/neck area. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was vicryl rapide suture used on this patient and involved in this event? Was vicryl plus suture used on this patient and involved in this event? Was vicryl suture used on this patient and involved in this event? Please clarify which sutures caused or contributed to this event for this patient. What post op instructions were provided to the patient? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What tissue dehisced? What caused the wound dehisced? Did the suture break? Did the suture absorb too quickly? *please clarify which suture was used in the subcutaneous layer that became unstable. Were there any patient stress factors that precipitated this event? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number for each suture involved in this event? If applicable, will product be returned? If so, please provide the return date and tracking information. Related medwatch reports: 2210968-2023-09415, 2210968-2023-09416.